Event description:
The head nurse from burbank rehab facility contacted zoll lifecor customer support to report that a (B)(6) male patient had damaged the pins in his electrode belt connector. The nurse reported the pt was experiencing episodes of dementia during which he would continuously take the device off and put it back on. It was during one of these episodes that the pins were bent. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem was confirmed. The root cause of the bent pins cannot be positively determined but was likely attributable to user handling. No adverse event resulted from the damaged electrode belt. The pt was provided with a replacement electrode belt.